Event description:
Surgeon attempted acl left knee. When surgeon activated handswitch for coag, he got cut instead. Physician connected tissue and continued the procedure with hand pencil but using the buttons backwards; no permanent damage to pt. A second pencil from the same lot was tried in another case with similar results. Biomedical engineering tested these units and confirmed that they were wired backwards. Two others from the same lot showed no problem.